Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse ran diagnostic tests, checked the dry, wet, and wetwash1 parameters, and results were acceptable. The customer recalibrated both of their advia centaur xpts systems, and quality control results are in agreement between the analyzers. The customer will perform troponin assay calibrations simultaneously on both advia centaur xpt systems for comparison studies. The instruction for use (IFU) under the performing calibration frequency section states the following: "calibrate the assay at the end of the 28-day calibration interval. Additionally, the advia centaur tni-ultra assay requires a two-point calibration: when changing lot numbers of primary reagent packs. When replacing system components. When quality control results are repeatedly out of range." The instrument is performing within specifications. No further investigation is required.

Event description:
Lower advia centaur xpt troponin ultra (tni-ultra) quality control (qc) and patient results were observed by the customer, and considered discordant when compared to higher troponin results repeated on an alternate advia centaur xpt system ("b"). The customer was performing a periodic system to system comparison, uses a 10% acceptable difference or plus/minus 0.02 running qc, and previously reported patient results. The physician(s) did not question any of the previously reported troponin patient results. There is no known report of patient treatment being prescribed or altered. There is no report of adverse health consequences due to the previously reported advia centaur xpt troponin ultra (tni-ultra) patient results.